Event description:
It was reported that the user experienced a high glucose event after a meal consisting of a burger, fries, and a vanilla shake, with glucose rising from approximately 97 to over 400 for several hours before returning to normal and later dropping to an abnormally low level; the user noted dosing more than usual for the meal. Symptoms included insufficient clinical information to further characterize adverse effects. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.